Event description:
Additional information received reported that event log was checked before the dye and roller study on (B)(6) 2012 and everything was "appropriate". The patient was having increase of spasticity. The patient was taken to a local hospital on the night that he had seizure. The patient was planned to have computational tomography scan on (B)(6) 2012.

Event description:
On (B)(6) 2012, the pump low and empty reservoir alarm occurred. The patient experienced no symptom change related to the alarm. It was noted the patient missed a refill and was taken to the ER but had no symptoms of underdose/withdrawal. No pump volume discrepancies were noted at the time when the pump was empty. The patient had a seizure (head injury patient) the night of (B)(6) 2012 and spasms have been increased since then. The spasms were in the stomach. A dye study was performed and showed no issues. A roller study signified that the rollers were not turning. The images from the roller study were going to be read by the radiologist. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had a new pump implanted on (B)(6)-2012 and was doing "okay."

Manufacturer narrative:
Catheter model# 8709, lot#, serial# (B)(4), implanted: 2003 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).